Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during change of shift handoff, oncoming and outgoing registered nurses noted that the pca pump screen/counter was showing the same numbers as the prior shift change handoff 12 hours prior, despite patient pressing for pca dose overnight. Two registered nurses noted that upon pressing the pca pump remote button, it produced the normal beep sound together with a mechanical sound as if it was delivering a dose, but pca screen/counter did not show any changes in pca delivery or remaining volume. There was patient involvement and no patient harm/adverse event reported. However, pain medication (dilaudid) was not delivered to the patient by the pump.

Manufacturer narrative:
D9: date returned "11-jun-2024." One pump was returned for analysis in used condition. Visual inspection found the device was very used, the lock box was cracked, both pole mount adapters were in good condition, the remote dose cord was damaged, and a pin had snapped off inside the connector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found the "pca dose cord disconnected" alarm, and multiple event logs point towards a bad remote dose connection. Functional testing was performed and the customer reported issue was verified. The investigation determined that the cause of the issue was the damaged pca remote dose cord due to a stuck pin. The pump did not recognize the connection, and no infusion occurred when the cord was activated. A new remote dose cord was ordered and the expulsor will be sanded.